Manufacturer narrative:
(B)(4). Pump not received stuck in manufacturing mode. Pump was received with partially broken reservoir tube lip, missing reservoir tube retainer, missing reservoir tube o-ring, scratched case, minor scratched lcd window and cracked select button keypad overlay.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that there was a crack on the top of the reservoir compartment. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.